Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an nc emerge balloon catheter. The device was returned incomplete and with an unknown guidewire. The device was visually and microscopically examined. An unknown guidewire was returned stuck and within the device. The outer diameter of the returned wire was confirmed to be within product specification and is compatible with the device returned. There was blood and contrast present in the manifold. There were numerous hypotube kinks to the device, and there was contrast in the inflation lumen. The guidewire lumen was stretched and buckled onto the wire. The guidewire lumen was separated at the distal end of the device. A markerband was fixed to the wire as well. There was a circumferential tear in the balloon 4mm in length from the proximal end of the balloon waist cone transition. The remaining distal portion of the balloon, as well as markerband and tip of the device did not return. Product analysis confirmed the reported events as the distal portion of the balloon, and the guidewire lumen was separated. The guidewire lumen was buckled and stretched down on the guidewire, there were numerous kinks, and a circumferential tear confirming the reported difficulties in removing the device.

Event description:
It was reported that a shaft break occurred. During a procedure, a 3.00mm x 12mm nc emerge was used for treatment, but the balloon broke. Difficulty removing the catheter and retrieving the broken pieces detached from the catheter occurred. No patient complications resulted in relation to this event.

Event description:
It was reported that a shaft break occurred. During a procedure, a 3.00mm x 12mm nc emerge was used for treatment, but the balloon broke. Difficulty removing the catheter and retrieving the broken pieces detached from the catheter occurred. No patient complications resulted in relation to this event.